Event description:
The caller alleged discrepant results when compared with the lab results reported as follows: date: 2008; inratio: 1.2; lab: 6.7; date: 2008; inratio: 1.1; lab: 4.9. The caller also repeated the test with inratio meter. The reading and the results are as follows: 1.2; 1.3. The patient's coumadin was held back. This is an adverse event.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed: date: 2008; inratio: 1.2; lab: 6.7; mean: 3.95; confident limits: 2.3-5.7. Date: 2008; inratio: 1.1; lab: 4.9; mean: 3; confident limits: 1.8-4.2. As rev.2, the inratio and lab values are not within the confident limits for the test done on the same day. The product will be investigated. The caller also repeated the test. The test results and calculation are as follows: 1.2; 1.3. Average: 1.25; stdev: 0.07; %cv: 5.66. Rev.2, the %cv, if the acceptance criterion is less than 20%. The patient's coumadin was held back. This is an adverse event.